Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the pt felt that the infusion device delivered too much insulin. At 12:30 pm, the pt's blood glucose level was 120 mg/dl. The pt ate about 3 be and administered about 4.0 units of insulin using the infusion device. The pt had done some gardening and took a nap. At 6:30 pm, the pt's mother found him unconscious. His blood glucose level was 39 mg/dl. She called the emergency dr. The pt received an infusion of glucose. The pt was taken by ambulance to hospital. At 8:00 pm, his blood glucose level was 124 mg/dl. At 8:30 pm, he was released from the hospital. The pt now feels "fine". The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.